Manufacturer narrative:
The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
The report received from the (B)(4) study indicated that 9 days after the index procedure, the patient had dysarthria which was diagnosed as tia. The duration was less than 24 hours but the recovery was unknown. The patient's discharge status is also currently unknown. During the index procedure, pta was performed on an 80% occluded lesion in the ostium of the left internal carotid artery of 12mm in length in a 4.54mm vessel diameter. The eccentric and ulcerated lesion had an arch I type. There was mild vessel tortuousity. A 6mm medium support angioguard embolic protection device was successfully deployed and the lesion was pre-dilated. Then a 10x30mm precise pro rx stent was successfully deployed. The residual diameter stenosis measured 0%. The patient had no neurological deficits upon leaving the angio suite.

Manufacturer narrative:
Additional information was received from the study regarding the discharge and 30 day follow-up. At discharge, the nih stroke scale score was 4 (same as at baseline). The stroke score was 2 at discharge. Heparin was administered during the procedure. Aspirin and clopidogrel were administered pre and post-procedure. There were no major adverse events at discharge. Concomitant medications: heparin was administered during the procedure. Aspirin and clopidogrel were administered pre and post-procedure. The report received from the (B)(4) study indicated that nine days after the index procedure, the patient was readmitted and diagnosed with a tia. The patient reported three episodes of amaurosis fugax each lasting seconds, with right arm weakness and worsening facial droop (that was unobservable per the patient). The duration was less than 24 hours and upon exam the patient stated that he feels back to normal. Pre-procedure the patient experienced a left mca stroke with significant symptoms reported to have improved with medical therapy. During the index procedure ((B)(6) 2010), pta was performed on an 80% occluded lesion in the ostium of the left internal carotid artery of 12mm in length and 4.54mm in diameter. The lesion was eccentric and ulcerated with mild vessel tortuousity. A 6mm medium support angioguard embolic protection device was successfully deployed and the lesion was pre-dilated. Then a 10x30mm precise pro rx stent was successfully deployed. The residual diameter stenosis measured 0%. At discharge, the nih stroke scale score was 4 (same as at baseline). Of note, the patient was having neurological symptoms including increased clumsiness of the right hand, increased right facial droop and slurred speech prior to the procedure. Heparin was administered during the procedure. Aspirin and clopidogrel were administered pre and post-procedure. The patient had no neurological deficits upon leaving the angio suite. The patient's medical history includes: hyperlipidemia, history of smoking, obesity, recent left mca stroke, right femoral artery thrombus and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15153186 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. As endorsed by 2009 guidelines from the american heart association and american stroke association (aha/asa), transient ischemic attack (tia) is now defined as a transient episode of neurologic dysfunction caused by focal brain, spinal cord, or retinal ischemia, without acute infarction. Typically symptoms of a tia often last only a few minutes but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that the patients significant medical history, pharmaceutical, vessel and procedural factors may have contributed to the reported events.